Event description:
It was reported that a patient with history of diverticulitis had a sigmoid colectomy surgery on (B)(6) 2020 who presented back to the hospital to undergo colostomy reversal with partial colectomy on (B)(6) 2021. Operative note states a ¿31 mm echelon anvil¿ was placed, after which portion of the colon containing the ostomy was transected with a ¿regular load linear cutter stapler.¿ a colectomy was performed proximal to this, and the 31 mm echelon stapler was placed and fired, and two intact tissue donuts were noted. The anastomosis was noted to be airtight, and a leak test was negative for leaks. The patient was discharged on pod 3. Three days later, the patient noted feculent output from her incision, and a CT scan demonstrated an extraluminal leak from the mid-transverse colon at the level of the surgical anastomosis, which leaked anteriorly through the midline abdominal wound. The patient underwent an exploratory laparotomy on pod 7 during which the surgeon performed an ileocolic anastomosis as opposed to a colocolonic anastomosis. Additionally, an ileotransverse colostomy was placed. The patient developed a post-operative ileus but was discharged in good condition on (B)(6) 2021. The patient was doing well following surgery until four months later, when the patient presented to the ER with worsening abdominal pain and a low-grade fever. CT scans showed inflammation and patient underwent an exploratory laparotomy where an abdominal wall hernia as well as an abscess was identified. Due to dense adhesions and friable bowel noted by the surgeon, repair of the asymptomatic hernia was aborted as the surgeon felt it was hazardous. The abscess was noted at the subcutaneous/fascial interphase which was irrigated. Cultures were obtained and the surgeon noted no evidence of enteric quality to the pus.

Manufacturer narrative:
(B)(4). Only event year known: 2021. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/26/2022, medical records received and attached. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.